Manufacturer narrative:
(B)(4). Eval results: type 2 endoleak, required planned bypass of the lcca and lsa; endoleak, dissection; stent graft deployment was initiated at the ostium of the innominate artery. Conclusions: type 2 endoleak, required planned bypass of the lcca and lsa; stent graft deployment was initiated at the ostium of the innominate artery.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 54.4 mm x 36mm saccular thoracic aneurysm at zone 3. The proximal neck was 31 mm in diameter; distal neck was 27mm in diameter. Prior to the stent graft implant, the lcca and lsa were bypassed as it was planned that the proximal main of the talent stent graft would be implanted so that the bare spring would cover the ostium of the innominate artery. A lunderquist guidewire was inserted into the reia followed by insertion of the talent delivery system. The physician attempted to withdraw the outer-sheath by pushing the delivery system slightly to avoid its movement. As the first bare springs were expanded, the physician noticed that one bare spring toward the inside arch was reversed to the opposite site. An attempt was made to recover the reversed bare spring by withdrawing the delivery system; however, the bare spring was in the misaligned position. A reliant balloon was used for recovery, but it was not successful. The physician continued the implant procedure successfully. A type 2 endoleak from the lsa was occluded by coiling embolization. A second attempt was made with the reliant balloon in order to straighten the misaligned bare spring, but was not successful. The decision was made to not further intervene and to keep the pt under surveillance. Post operative films showed a slight proximal type 1 endoleak, a localized dissection, and a thrombotic occlusion of the false lumen. Eleven days later a CT scan was performed and revealed the type 1 endoleak resolved and the pt was asymptomatic. The next day the pt was discharged.

Event description:
Additional information was received that the proximal type I endoleak did not resolve after the additional tevar. The endoleak diminished but it was still there. It was noted that it is possible that the endoleak was coming from between the two stent grafts. Films 3-years post-implant were reviewed. The stent graft was seen positioned from just distal to the innominate artery, extending over the arch. The bare spring along the inside arch appeared misaligned; opening outward approximately 45deg. The reported proximal type I endoleak could not be confirmed (or ruled out) from these images. Films from approximately two weeks ago showed that an additional stent graft was placed overlapping the previously implanted device slightly proximally and extending 2 stent lengths distally. No endoleak could be seen from these images. Films at implant or earlier follow-up images were not returned. The cause of the misaligned deployment and reported endoleak could not be determined. It is possible that implanting into the ascending thoracic aorta may have contributed to these events. The misaligned deployment may have contributed to the endoleak.

Event description:
Additional information was received as follows: it was reported that the patient was being monitored. Initially there was more than 5mm aneurysm expansion observed; however, there was no endoleak or aneurysm rupture. During a later follow-up a type ia endoleak was confirmed, and due to aneurysm expansion, intervention was performed where a valiant stent graft 36x36x150 was implanted and successfully resolved the endoleak. The physician commented that the possible cause of the type ia endoleak was due to short sealing length; therefore, the event was due to the vessel morphology.

Manufacturer narrative:
Method: film. (B)(4).